Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The gripper was found without damage. The support coil was found kinked and the embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found kinked/stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit complex fill coil stretched during insertion into the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and no resistance was noted when the coil was inserted in the microcatheter. No kinks were noticed on the mc that may have contributed to the event, and the coil/delivery system made out of the distal end of the microcatheter. A balloon or stent remodeling product was not used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were found outside of the introducer. The gripper was found without damage. The support coil was found kinked and the embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found kinked/stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages. Additionally inspections are in place as per 637mi021 rev. 24 that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported stretched coil was confirmed. The cause of the embolic coil unraveled/stretched could not be conclusively determined; however, based on the condition of the returned product it appears that procedural factors, possibly vessel characteristics, and device manipulation contributed to the event.

Event description:
During a coil embolization procedure, the orbit rdfl complex fill coil (B)(4) stretched during insertion to the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and no resistance was noted when the coil was inserted in the microcatheter. No kinks were noticed on the mc that may have contributed to the event, and the coil/delivery system made out of the distal end of the microcatheter. A balloon or stent remodeling product was not used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed.